Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient was ¿fighting an infection with this thing¿ and he woke up on the morning of this report and stated his pocket site and around the whole pump ¿feels so hot.¿ it was noted the patient wished he had gotten the smaller one since he felt like it was ¿bulging out.¿ it was further reported the pump was helping the patient, but his scar was red and the pocket site was making him itch. It was noted the patient was started on antibiotics two weeks ago because of the possibility of having an allergic reaction to the staples. The patient¿s symptoms were over the pump location and the patient had an appointment on (B)(6) 2014. It was noted the patient¿s legs were still burning from damaged nerves, which started prior to the pump. The pump was being used to deliver demerol. Additional information has been requested; a follow-up report will be sent when it becomes available.